Event description:
It was reported that the pump battery would not charge, and a power source alert 07 was received. There was no reported adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue using different wall adapters and charging cables, the pump did not begin charging until the problem was addressed by technical support replacing the pump.